Event description:
There was an allegation of discrepant inr results with two coaguchek xs pro meters serial number (B)(4) compared to a laboratory test using the hemosil recombiplastin reagent. At an unknown point in time on(B)(6), 2023, a sample from the patient was tested using the meter, serial number (B)(4), resulting in a value of > 8.0 inr. At an unknown point in time on (B)(6), 2023, a sample from the patient was tested using the hemosil recombiplastin reagent, resulting in a value of 4.7 inr. At 09:30 a.m. On (B)(6), 2023, a sample from the patient was tested using the meter, serial number (B)(4), resulting in a value of > 8.0 inr. At the same time, a sample from the patient was tested using the hemosil recombiplastin reagent, resulting in a value of 5.8 inr. The patient¿s therapeutic range is unknown.

Manufacturer narrative:
The reporter's strips were provided for investigation where they were tested using retention meter and controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Product labeling further states: "anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, i.e. They may cause false-high inr values and false-low quick values. Where apa are known to be present, a result should be obtained using an apa insensitive laboratory method." The investigation did not identify a product problem. The cause of the event could not be determined.